Manufacturer narrative:
Correction to field b1: adverse event/product problem. Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. Damage to the device prevented functional testing, however, this damage to the spacer indicates the break was due to deployment against resistance. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that the spindle cap had broken off the patients spacer during deployment and the spacer would no longer deploy. The spacer was removed and replaced with a new one.

Event description:
It was reported that the spindle cap had broken off the patients spacer during deployment and the spacer would no longer deploy. The spacer was removed and replaced with a new one.